Manufacturer narrative:
Insulin pump received with cracked reservoir tube, cracked reservoir tube lip, minor scratches on display window, and missing address/serial number label noted. Unable to confirm compromised force sensor system alarm due to detached/missing end cap.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had been bumped. Customer's blood glucose was 136 mg/dl. A piece from the device broke off. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.